Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 03/2007; inration 0.9 (meter1); lab: 0.9. Inratio 1.4 (meter 2); lab: 0.9. Five days earlier; inration 3.5; lab: 5.7. The following day; inration 4.6; lab: 5.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 3/2007; inration 0.9 (meter 1); lab: 0.9; mean: 0.9; confidence limits: 0.8-1.2. Inratio 1.4 (meter 2); lab: 0.9; mean: 1.15; confidence limits: 1.0-1.5. Date: five days earlier: 3.5; lab: 5.7; mean: 4.6; confidence limits: 2.6-6.9. Date: the following day; inratio: 4.6; lab: 5.8; mean: 5.2; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the second of data, the lab value was outside the confidence limit. For the last set of data, the confidence limit cannot be determined. Products will be tested.